Event description:
As reported via the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, post deployment of the edwards sapien valve, the valve was noted to be too aortic resulting in severe central aortic insufficiency (cai). A second 23mm edwards sapien valve was then implanted more ventricular within the first valve and resolved the issue.

Manufacturer narrative:
Prior to deployment, the first sapien valve was positioned 50:50 across native annulus. During deployment, ventilation was held and there was no loss of pacing capture. The image intensifier angle was noted to be good prior to deployment of the first valve, there was no ventricular hypertrophy, and the stj was non calcified and not narrowed. Additionally it was reported that severe aortic calcium with a noted anterior calcium ledge was the likely root cause for the event. Per the instructions for use (IFU) complications associated with the use of bioprosthetic heart valves include paravalvular leak and central leak. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. In addition, per the IFU, valve malposition is a known potential complication of the tavr procedure. Factors to consider when assessing for aortic valve malposition include the following patient factors, significant valve over-sizing (= 4 mm), severe septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include improper image intensifier (I/I) angle, non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. There was no report of device malfunction that resulted in this event. In this case, as reported, in addition to procedural factors, severe aortic calcium with a noted anterior calcium ledge could have caused or contributed to the valve moving aortic resulting in a central leak. There is no documentation of device malfunction. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.